Manufacturer narrative:
The anomaly observed in the field was confirmed via review of the stored egms. Undersensing was observed in the stored egm. The device's header connections were x-ray inspected, and no anomaly was seen. The device's functionality was tested, and no anomaly was detected. The device met all specificiation. The anomaly experienced in the field could not be reproduced.

Event description:
It was reported that the patient had received inappropriate therapy due to t-wave oversensing, and the device was reprogrammed. Several days later, the patient was tested for dfts and noted that dc fibber induced the patient and there was intermittent sensing of vf and no detection of diagnosis of vf. The patient required an external shock to rescue. The patient was induced and the device again displayed intermittent sensing. The device was then explanted.